Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated sodium result on a patient sample on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided by the customer and the instrument data. There was a successful calibration before the samples were processed. Quality control was processed and sodium was in range. There is no evidence of a product non-conformance. The instrument is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The result was reported to the physician(s) and was questioned. The same sample was reprocessed on the same instrument and on an alternate dimension instrument and lower results were obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.